Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had an error in the motor was detected by reading unexpected value from hall sensor and customer experience hyperglycemia. The customer¿s blood glucose was 417 mg/dl. Customer states they are able to rewind the pump. Customer states they are not able to rewind the pump. Customer declined to troubleshooting for high blood glucose. Customer reported that they treated with drinking lot of water with eating protein along with treating with a bolus on the pump for high blood glucose and meal to the low blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08675 inches. No unexpected pump error 43 alarms noted during testing. The motor was tested outside of the device and passed. (B)(4).